Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was seen in the clinic for a device check and while resting with the programming head on, there was a loss of telemetry for one beat as seen on the electrogram. The device is still in use. The clinician will continue to monitor the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of unfrozen strip with surface electrocardiogram shows dropped beat during event, likely due to telemetry drop-out.